Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02830. It was reported the patient was not received effective therapy relief. Surgical intervention took place where the system was explanted to address the issue.